Event description:
The patient's husband reported that over the past few years there have been between 1-10 incidents where he has noticed insulin leaking from the base of the needle at the connector piece of the patient's insulin infusion set. He stated the most recent occurence was about 1 week ago. He stated they could not see any visible damage to the needle and they corrected the issue by changing infusion sets. The patient's husband stated he did not keep any of the infusion sets at issue and does not have the lot numbers or expiration dates. He said he does not know if any of the past infusion sets were expired but the patient's current infusion set is not expired product. Replacement product was offered to the patient but the patient's husband declined and stated they have plenty of supplies. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.